Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history records review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. G2: literature - kaminski p., ambrozy j., obuchowicz r. (2025). Comparison of the trabecular titanium acetabular shell with burch¿schneider cages in revision hip arthroplasty. Journal of clinical medicine, 14 (4381) 1-16. Https://doi.org/10.3390/jcm14124381. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that an unknown number of patients experienced dislocations on an unknown date post hip surgery. Attempts have been made and no further information has been provided.